Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent removal of extruded sling on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions; due to menorrhagia, polycystic ovary syndrome, and insulin resistence.

Manufacturer narrative:
It was reported that patient underwent mesh removal and replacement on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.